Event description:
Tibial component loose. Granular tissue found between the cement mantle and bone on femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.